Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, it is likely that the malfunction occurred due to factors that allowed foreign material to remain in the device. However, the exact mechanism leading to this occurrence could not be conclusively determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.